Event description:
It was reported that pump wake button was unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up, no troubleshooting was completed, and no additional information was obtained regarding corrective actions or final outcome.